Event description:
It was reported that during the implant procedure, it was noted that the damage was found to the coating of the right atrial (ra) lead. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2024. No patient consequences was reported.